Event description:
It was reported to boston scientific that the injection gold probe bipolar catheter (igp) probe had current conduction issues. The probe worked fine outside of the patient, though it did take longer than usual for the gel to start to bubble; around 3-4 seconds. Once inside the patient, the probe did not work; irrigation worked properly. The procedure could no longer be tolerated and was stopped due to general discomfort of the patient (no patient injury) and no more active bleeding could be visualized.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.